Manufacturer narrative:
Results code 2: 213: the engineering evaluation stated the following: when physically evaluated upon return, the following observations were made: - the device was kinked at multiple locations along the catheter, including near the strain relief. The outer sheath was buckled at the location of the strain relief. - the lock slider was in the unlocked position. The outer sheath was locked distally, over the proximal edge of the stent. - approximately 8mm of the distal end of the stent was uncovered. The constraint sleeve appeared bunched over the constrained portion of the stent. - upon disassembly of the handle, the inner shaft was kinked and folded at the location of the pulley within the handle. The kinked/folded portion extended approximately 35mm. The inner shaft appeared flattened at the location of the strain relief (within the buckled outer sheath). Based on the device examination performed, no manufacturing deficiencies were identified.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment for critical ischemia. The intent was to deploy a gore® tigris® vascular stent in the popliteal artery. When the device was advanced to the landing zone, an attempt was made to deploy the device. The deployment wheel turned initially, but stopped being able to be turned after 1cm of the device was expanded. This device was re-sheathed and removed from the patient. The patient tolerated the procedure.